Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, had issues with two sensors. They wouldn't blink when it was connected to the transmitter. When the sensor was removed, customer noticed the sensor didn't have a filament. Customer's blood glucose wasn't provided. Customer is not returning the sensor for analysis.